Manufacturer narrative:
(B)(4).

Event description:
Doctor reported abutment screw (iunihg) fractured. Crown was placed on (B)(6) 2016. On (B)(6) 2019 doctor noticed the screw had fractured and placed another one. Patient would need additional appointment for new crown placement. Tooth site # 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The certain gold-tite hexed screw (iunihg) was received. Visual inspection of the returned product identified that the screw had fractured across the threads. There was significant wear (nicks and gouges) due to usage around the shank and the hex feature. The fractured bottom portion was not returned. Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed following inspection. The lot number for the subject screw (iunihg) is unknown. Therefore, the respective DHR could not be reviewed. A singular root cause could not be determined.